Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge eye station import utility (esiu) is an accessory that serves to handle all functions of importing various types of ophthalmic modality images and reports into the eye station image management system. Complaints were received from the customer about the esiu (eye care utilities version 1.1.3) causing importing to completely stop which prevents the physician from reading reports.this has a potential impact on the patient safety. (B)(4).